Manufacturer narrative:
This report is submitted on september 27, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018. There are no plans to reimplant the patient with another device at this time. Additional information has been requested; however has not been made available as of the date this report.

Manufacturer narrative:
This report is submitted on november 26, 2018.